Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that she has been experiencing red, bumpy rashes at the insertion site that patient attributes to the sensor's adhesive. Patient has consulted with her physician and was advised to prepare the insertion site with neosporin prior to sensor insertion. Patient reports that the latter caused a poor adhesion of the sensor to her skin. Patient also tried IV 3000 and witch hazel over her rash. At the time of her call to dexcom technical support patient reports that insertion site was still red and bumpy.